Event description:
It was reported that the customer received a motor error and a weak battery alarm. Her blood glucose level was 63 mg/dl. The customer was unable to complete the rewind sequence. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to confirm weak battery due to motor error alarm. The insulin pump has cracked battery tube thread and cracked reservoir tube lip noted.